Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of was confirmed. Switch #1 malfunction was due to external factors. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. Depress every remote switch and confirm that the specified functions work normally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the endoeye flex deflectable videoscope, the switches were operating abnormally. The procedure was reported as laparoscopic carcinoma resection and was completed with a similar device, no delay was noted. There were no reports of patient harm or impact associated with the event.